Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.75x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent had detached from the sds and was not returned for analysis. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture for the returned device was within the specification. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted. Stent crimp markings were visible on the balloon which is evidence that the stent was crimped on the balloon prior to shipping. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred.the target lesion was located in a coronary artery. A 2.75x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent dislodged. No patient complications were reported and the patient's status was stable.